Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: allergic reaction requiring medications. Device issue: no device malfunction has been reported. It was reported that the initial procedure was in 2009, and six promus stents were successfully implanted. The patient has been ill since the stent implantations, and has been hospitalized four times experiencing shortness of breath, heat sensation throughout her chest and back, nausea, and dizziness, which continues. At approx 22 days post-procedure, a cat scan revealed a small pulmonary embolism which was treated with lovenox. The lovenox was not working and the condition worsened. Lovenox was discontinued and heparin was started. Also reported, feet were swollen from the initial time of surgery until about four months; therefore, medications for gout were started and the symptoms cleared. No additional event or patient information is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.